Event description:
A journal article was reviewed that contained information regarding his bundle pacing (hbp) and left bundle branch pacing (lbbp). The article reports one patient in the hbp group who experienced pneumothorax which required a chest tube and another who had a hemorrhagic pericardial effusion and recurrent exudative pleural effusion at four weeks. In the lbbap group, one patient had a large hematoma which required evacuation and pneumothorax in another patient. Pocket infection which required explantation at one year occurred in one patient in the hbp group and systemic infection with explantation occurred in one patient in the lbbap group. There were implant failures due to unacceptable his capture/bundle branch block correction thresholds and inability to penetrate the ventricular septum for deep septal lead placement. These leads were implanted into the right ventricular (rv) septal position. There were leads which exhibited significant increases in pacing thresholds. Lead revisions were required in some of these patients due to progressive increases in capture threshold during follow-up. There were lead revisions due to lead dislodgements that occurred within 24 hours; in others only rv capture was present during follow-up. Loss of left bundle or left ventricular (lv) septal capture due to macro/micro dislodgements were observed. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/75 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: his-purkinje conduction system pacing in atrioventricular block new insights into site of conduction block. Jour nal of the american college of cardiology: clinical electrophysiology. 2021. 8(1) :73-85. Doi: 10.1016/j.jacep.2021.07.007. If information is provided in the future, a supplemental report will be issued.